Event description:
Event description boston scientific crm received information from the patient that there was a wire sticking out of the chest area. The caller can feel the wire, like a whisker sticking out of the chest. The patient has a doctors appointment tomorrow - regularly scheduled, not due to this issue.